Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02677. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2011 and suture was used. Approximately three to four days following the surgery, the patient was not ''feeling well.'' The patient has had a fever for the last ten months. She has been seen by several physicians and has had multiple tests, which have not been able to identify the cause. The patient now is experiencing allergic type symptoms, burning of the lips and mouth, hives, and itching of the hands and feet. Additional information has been requested.